Event description:
Caller reported experiencing cgm error 42 which occurred three or more times on the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.